Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/1/2022. Additional information: a2, b7, d3. Additional b5 narrative: it was reported that the patient experience recurrent stress incontinence, pain, constipation and bleeding following surgery.